Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the atrial lead had high thresholds and impedance and a possible fracture. It was also reported that the right ventricular (rv) lead had high impedance and a possible fracture. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).